Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was displaying an intermittent-power issue, which is identified by the presence of undesired 'power reboot events'. In addition, it was reported that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the black box data showed several unexplained reboots. A visual inspection of the pump showed that the battery compartment was cracked. The returned battery cap had stripped threads and was unable to secure on to the pump. A reboot occurred with the returned battery cap; a test cap was used to complete investigation. The pump was then able to successfully complete the ez prime steps with no further power issues during the investigation. The pump cover was removed and no internal defects were found. Unrelated to the complaint, the display screen was dim and discolored.